Manufacturer narrative:
This complaint originated from a blind survey of customers. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product or site information was available. As a result, complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was reported through a blind survey that "one of the eyes of the console was not working during surgery." System unavailability after the start of a surgical procedure could lead to the procedure to be converted/ aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient that was reported, this failure mode could likely cause or contribute to an adverse event if it were to recur. Intuitive surgical, inc. (Isi) is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture

Event description:
It was reported through a blind survey that during a da vinci-assisted surgical procedure, "one of the eyes of the console was not working during surgery." Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product, reporter, or site information was available.